Manufacturer narrative:
Device not returned

Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer's blood glucose ranged from 88-89 mg/dl. Customer reverted to an alternate pump for insulin therapy.